Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had fallen, and feeling shocking so bad that it makes them throw up. Their left leg to hip was going numb . Patient also had a bruise where the stimulator was connected. The healthcare professional (hcp) instructed patient to call medtronic. During call patient confirmed therapy was not on. More information was received on (B)(6) 2018 with patient stating that they missed their appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of their shocking so bad/throwing up was caused by the fall. The patient stated that they fell getting out of the shower and landed across the toilet. They landed on their left hip and lower back where the ¿unit¿ was located. As steps taken to resolve the issue, the doctor turned the stimulator off and told the patient to put ice packs and heat on it. Even though the device is turned off, the patient noted that they could still feel tingling and pain down their left hip and leg (¿plus it goes numb and makes me almost fall¿). The patient further stated that they were having to urinate every few minutes just like they did back in 2012 when the device was put in for their bladder. The patient questioned if the device was broken or something or just had move out of place. They did mention that the ¿controls¿ were still working like they are supposed to though. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported, again, that they had a fall and their device was not working. The patient was redirected back to follow up with their hcp to set up an appointment with the manufacturer¿s representative. There were no further complications reported or anticipated.